Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The dvi connector, internal cable, and I/o panel were replaced. The system passed a system checkout. The dvi connector, internal cable, and I/o panel were returned to medtronic for analysis. Hardware analysis found no faults with any of the returned components through functional and visual/physical testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative was working with the site's navigation system and endoscope machine. The representative stated that he was able to use the other navigation systems at the site with the endoscope and they all worked fine except for this one. The representative called back after taking the covers off and noted that one of the pins was damaged in the digital visual interface (dvi) connector and a damaged dvi cable. There was no patient present when this issue was identified. Further troubleshooting showed that after the dvi connector replacement, the issue still occurred and the video signal from the endoscope was flickering. When the dvi connector was bypassed, the screen did not flicker, but had red artifacts on the inputted video. The endoscope was connected to a known working system's I/o panel. When the dvi cable from that system was connected into the computer of this system, the flickering continued. Bypassing the I/o panel and connecting directly to the computer worked with no flickering. It was reported that the issue was resolved with replacing the I/o panel.